Manufacturer narrative:
There are no additional device identification numbers at this time. The primary root cause of the incident per the investigation is inattentive behavior by the mr technologist when preparing a patient for an examination using a phased array surface coil. The hospital staff involved in this complaint was aware of the proper use of padding, cable routing, mr compatible equipment and safety precautions as described in the gehc mr operators manual.

Event description:
It was reported by a customer that a patient sustained a 2-3 cm full thickness burn to the left shin during his mr examination. The patient was hospitalized for his injury. The patient was not padded to prevent contact with the coil cable, the bore wall, or to prevent body loops.